Manufacturer narrative:
The product has not been received for evaluation and a follow-up report will be submitted when the investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient the device was unable to discharge. The device displayed the "do not use" icon and shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.